Event description:
It was reported by the customer that during dressing change it was seen that power PICC 5fr dl lumen hub is broken. PICC still in patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the catheter was inserted into a patient and dressed with tape and a clear dressing. One of the suture wings on the molded joint was observed to be missing. No details of the break site could be seen in the returned photograph, and no further damage was observed on the catheter in the returned photograph. While a detached and missing suture wing was evident from the returned photograph, it was not possible to determine the cause of the damage without examination of the physical sample. Therefore, this complaint will be confirmed as cause unknown at this time. Possible causes of the observed damage include sharp instrument damage, exposure to incompatible chemicals, and material fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that during dressing change it was seen that power PICC 5fr dl lumen hub is broken. PICC still in patient. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that during dressing change it was seen that power PICC 5fr dl lumen hub is broken. PICC still in patient. No other information was provided.